Manufacturer narrative:
(B)(4)

Event description:
It was reported that inappropriate therapy was delivered. The device was switched off and a new subcutaneous defibrillator was implanted. The patient was in good condition after the procedure.